Manufacturer narrative:
H3: third party service center.

Event description:
The manufacturer received information alleging a ventilator's have internal battery issue. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's have internal battery issue. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's internal battery needs to be replace to address the issue. The ventilator was returned to the manufacturer for evaluation, but before the evaluation was initiated the customer requested the device to be returned unrepaired. The device returned unrepaired to the customer.